Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device stuck closed on the vessel and would not open. It opened by itself after approximately 30 seconds. A new device was used to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.